Event description:
It was reported that the registered nurse (rn) phoned the hot line stating that the pump was running on battery power while plugged into the wall. The cardiac care specialist (ccs) asked the rn to verify that the power cord was connected to the pump. The rn said that they had tried multiple outlets prior to calling the hotline. Since the alarm was "only 20 minutes of battery power left" the ccs had the rn trade out the pump and send to biomed.

Manufacturer narrative:
Product will not be returned for evaluation.